Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: one opened box with twelve unopened samples of product code w9962, lot pacgkgb0 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture were noted; also, a knot in the threads was performed and the knot no wounded unravel after being tied. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: please verify which product representative samples are being returned? W9962 / lot pacgkgb0. Is the actual device also available and being returned? No. No information can be provided for below questions: how was the 'pain during sewing' treated? Did the suture or needle come in to contact with another instrument during the procedure? What other instruments were used during the procedure? What layer of tissue was being used or closed? Was the device or product used for the intended purpose? If there was any other patient consequences, (medical treatment, type of surgical) intervention if any, antibiotics, extended surgery longer than 15 minutes? What is the patient¿s current health status and condition?

Event description:
It was reported that a patient underwent a procedure of a natural birth on (B)(6) 2019 and suture was used. During the procedure, the suture was fraying, and patient got very pain during sewing. There were no adverse patient consequences reported. No additional information could be provided.